Event description:
The MFR was notified that during implantation of a cphv reduced aortic valve, a leaflet was found fractured in two pieces within the ventricle. This occurred during securing of the sutures and fitting the valve in place, and after removal of the valve holder. It was reported that no force was used in placing the valve and that no attempts had been made to rotate it. The device was removed and a valve of the same size was implanted.